Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: during operation, the injection port was leaking during anesthesia of a patient, relatively large back flow of venous blood, resulting in blood loss

Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: during operation, the injection port was leaking during anesthesia of a patient, relatively large back flow of venous blood, resulting in blood loss

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-31. H6: investigation summary: twenty representative samples were received by our quality team for evaluation. The representative samples was subjected to visual inspection, injection leak test, and the catheter adapter leak test. The samples passed all testing and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage could be due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue.